Manufacturer narrative:
A4: patient weight not provided. B3: event date was estimated. E1: (reporter name) (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had driveline power fault and the modular cable and system controller were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The modular cable and system controller exchange solved the issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.